Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that during a revision procedure, the patient had an epidural puncture. New leads will be implanted at a later date. Blood patch was done and the patient was reportedly doing well.